Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 2026095-2022-00045 for the first report. The physician reported, the external bolster on the percutaneous endoscopic gastrostomy (peg) was loose resulting in tube displacement. The peg was placed and a loose external bolster was noted, it was reinforced/secured with sutures to prevent misplacement. There was no reported injury. Additional information received (B)(6) 2022 reported that the bolster felt very loose and was reinforced with a silk suture and was also being held in place with the tube clamping device. It was noted that leakage was a problem and after some investigation it was determined that the bolster was for a 24 french (fr) tube and the tube in the kit was a 20fr tube. A new kit was opened, and it was verified to be a 20 fr, which fixed the problem and the patient was discharged and was reported to be doing well.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 30132543 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. Device not returned.

Manufacturer narrative:
The actual sample from the reported event was not returned for evaluation. An investigation was performed for this incident and a manufacturing process was verified based on information provided by the customer. The reported event could be confirmed as reported: mixed product; the root cause is manufacturing related. All information reasonably known as of 08 nov 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.